Event description:
The user facility reported that the procedure performed was a peripheral angiogram. The procedure went well. He closed the groin, did the steps correctly, and when he started to pull up and seat the footplate on the arterial wall, the footplate did not catch. As he was removing the device he noticed the footplate had not deployed out of the sheath. It should still be in the sample. They held manual pressure and there was no hematoma or substantial blood loss. The recovery team did have to stay an extra 6 hours due to the recovery time, and this was the last case of the day of course. The type of procedure was an aortogram with runoff. The patient had a pre-condition of peripheral arterial disease (pad). The estimated blood loss was less than 250cc. The footplate never deployed. Manual pressure was held. There was no patient injury and/or medical or surgical intervention required. Additional information was received on 15may2025: the doctor stated the event was years ago and was a long time angio-seal user. The doctor stated he had seen this before, possibly in fellowship.

Manufacturer narrative:
. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the arteriotomy locator, hemostasis sheath, carrier tube and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs on blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the distal tip of the device. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the sheath distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube successfully. The complaint can be confirmed for a nondeployment device pullout. The device still contained the anchor in the device distal tip when returned and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device distal tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).